Event description:
Customer reported false negative results on a few human chorionic gonadotropin (hcg) tests. There was no report of injury due to this event.

Manufacturer narrative:
Corrected data: customer indicated the data from the false negative hcg was used from a journal article on hook effect and no actual patient results were reported as results were for study only.

Manufacturer narrative:
Reason for discordent hcg result is unknown.